Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was reproduced. Device evaluation noted the issue occurred due to faulty generator board/ motherboard. Based on the results of the investigation, the root cause of faulty board could not be identified. Probable cause based on reasonably known information was due to electrical problem, electronic component failure. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Event description:
It was reported that the generator had an e433 error. The issue was observed during pre-use inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.